Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte bi-extension set 15 cm (6 in) 0.45 ml was damaged. The following information was provided by the initial reporter: "when unscrewing the thread of the octopus, it broke off."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-01-31. H6: investigation summary: our quality engineer inspected the 1 used sample submitted for evaluation. The reported issue was confirmed upon inspection of the sample. The male connector of the sample is detached, and the missing part has been inserted into the connecta product. Bd determined that the cause of the failure cannot be attributed to our manufacturing process since the failure cannot be replicated in any of our manufacturing steps. The most probable root cause is application of excessive force during use. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd q-syte bi-extension set 15 cm (6 in) 0.45 ml was damaged. The following information was provided by the initial reporter: "when unscrewing the thread of the octopus, it broke off."